Manufacturer narrative:
In response to FDA report number: mw5093939. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Reoperation has not been scheduled at this time.

Event description:
Patient reported left side "tremendous amount of pain, felt lumps, 3 lumps noted on ultrasound, concern due to not knowing if the device is the type of implant that causes cancer," and "capsular contracture, baker grade unknown. Device remains implanted.